Manufacturer narrative:
The product is not available for return. Manufacturing and sterilization records were reviewed and found to be acceptable. Root cause cannot be determined due to insufficient information and product not returned. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Event description:
The user facility in china reported the operator found the vitrectomy tip could not cut during the surgery. The operator immediately replaced to a new vitrectomy tip, which did not cause adverse effects on the patient and surgery was completed.